Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons and the audio bolus button were found to respond to button presses. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a review of the black box history did not verify that the time and date were not able to be maintained during a battery replacement. The pump case was removed and the internal battery was found to be corroded and would not hold charge. The pump was powered down and then powered up. The pump was exercised for 24 hours on a 1 unit per hour basal program. The pump was found not to be able to maintain the time and date settings during battery replacement.